Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced dizziness, increased heart rate, and hyperglycemia. Customer was unable to self-treat and had contact with an hcp who provided IV insulin glargine for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date entered in section d4 is the date abbott diabetes care became aware of the event. The expiration date is unknown. All pertinent information available to abbott diabetes care has been submitted.